Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet with a dexcom g7, with multiple blood glucose values reported above 500 mg/dl, a confirmed glucometer value of 389 mg/dl, and an approximate duration of high glucose of 8 hours; the user performed several infusion set changes on the abdomen, administered multiple subcutaneous insulin injections by pen, and was advised to disconnect from the pump and later perform a full supply change including cartridge, infusion set, and connector due to suspected delivery issues such as a bent cannula, scar tissue, or connector problems. Symptoms included hyperglycemia. Outcomes included serious illness/impairment and an unexpected medical intervention in the form of medication (manual insulin injections). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific device component issue or confirm a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.